Manufacturer narrative:
A review of the device history records was performed for the indicated packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. The july 2017 angiodynamics complaint report was reviewed for the bioflo PICC product family and the failure mode, "patient injury-swollen arm. " no adverse trend was identified. Despite multiple good faith efforts on the part of angiodynamics, the used catheter was not returned. Without a device for evaluation, we are unable to confirm the reported event or determine the exact root cause. The directions for use packaged with the PICC device include instructions on PICC placement, maintenance, and usage, including guidance on power injection. Angiodynamics manufacturing process controls for the bioflo PICC include visual inspection of all catheters for damage and/or defects, a guidewire insertion test to verify lumen patency, and leak testing after the guidewire verification to ensure that the catheters do not leak. (B)(4)

Manufacturer narrative:
The device from the reported event is expected to be returned to angiodynamics for evaluation, but has not yet arrived. Upon completion of the investigation, a supplemental medwatch will be submitted. (B)(4).

Event description:
As reported by hospital in (B)(6), a PICC was inserted on (B)(6) 2017 - inserted in the right basilic with the tip in the svc (41 cm inserted). Throughout the night on (B)(6) the patient developed a swollen arm and leakage from the insertion site. Ultrasound and cxr wer completed on (B)(6) - the tip placement was confirmed and no clot was noted along the actual PICC. With dressing change and ns flushing, definite leakage was noted from the site. Infusions had been held since the swelling was noted. At the surgical teams decision, the PICC was removed. It was found to have a split in the catheter at the 3 cm mark. It has been indicated that the used catheter will be returned to angiodynamics for evaluation.